Manufacturer narrative:
Correction: please refer to h6 (device & health impact) codes. The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned instrument displays a diagonal, irregular fracture at the tip, with pronounced multidirectional deformation across the broken end. A circular striation is also noted around the shaft near the torx head indicating wear related issues. The shaft of the screwdriver appears dull and discolored. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was determined to be normal wear related issue. The screw head failure is attributed to progressive mechanical wear resulting from repeated use under torsional conditions. The deformation and fracture of the distal end compromised the component¿s functionality. The failure mode is consistent with surface fatigue and wear. If any further information is provided, the complaint report will be updated.

Event description:
Upon inpection found mwj127 broken and crossed thredded.

Event description:
Upon inpection found mwj127 broken and crossed thredded.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.